Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The unit was placed on an in-house system and was run in normal mode. The c-34 error was confirmed and reproduced.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vio integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The iesu is pending receipt for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, c-34 error was observed on the erbe generator. The customer tried to power cycle the erbe a few times with no change. The customer unplugged the green mono cord and erbe still faulted on power up. The customer was looking for the covidien activation cable. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.